Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal bupivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient mentioned their communicator does not find their pump very well and gets stuck at 90% when they try to bolus for about 3-5 minutes. Patient stated they called medtronic representative (rep) earlier today, who told them to call patient services to get a replacement. Agent assisted the patient in clearing data. Patient documented clear data steps on their own and patient would monitor and call back if issue persists. Patient mentioned they had 'half dilaudid and half bupivacaine' in the pump'.